Event description:
The customer reported that a sample reacted as false positive in the anti-b anti-d microtubes of the mts abd monoclonal grouping card lot # 061708053-02 during donor retype. The customer indicated that the donor was previously typed as group a rh negative. The customer repeated testing using the same lot of gel cards and obtained acceptable results. No erroneous results were reported. False positive test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
Retained and returned testing performed at mts using the returned samples was satisfactory. Results were negative in the anti-b microtubes. The customer's complaint was not confirmed. No definitive root cause was determined for the false positive reactions obtained at the customer site. Gel cards performed as expected at the ocd site, and no discrepancies or false positive reactivity were observed in any of the gel cards. Batch record review was within release specifications. Incident is isolated.